Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: enlw1613c93e, serial/lot #: (B)(4), ubd: 12-mar-2014, UDI#: (B)(4); product ID: etlw1624c93e, serial/lot #: (B)(4), ubd: 15-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patients¿ daughter contacted technical services approx. 6 years post index procedure and stated that the patients ¿leg stents¿ initially failed and an additional procedure was performed to correct the issue. The patients¿ daughter also stated that she believes the stent grafts caused dementia in her father. Per the physician the index procedure was successful with an exceptional final result. Post the index procedure the incorrect hypertensive medications were administered which led to severe hypotension and a hypercoagulable state. It was also reported the patient had a cardiopulmonary arrest. The patient developed bi-lateral limb thrombosis from low blood pressure. The physician performed a bi-lateral thrombectomies to clear the clots. An angioplasty was also completed with the external and common iliacs including the right external iliac stented. The patients thrombosed limbs were opened and flow was restored. The patient was discharged and 2 post up cts showed favorable clinical status. This patient was lost to follow up 2 years post index procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.